Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, the patient was unable to be converted with a 65 joule shock during defibrillation threshold (dft) testing. Additionally, high shock impedance measurements in the 118 to 166 ohms range was observed. The patient was successfully converted with an 80 joule shock. The procedure was completed and the patient was discharged and seen for additional dft testing one month post implant. Continued high shock impedance measurements were observed in addition to some undersensing. A revision procedure was performed. The device and electrode were repositioned and dft testing was successful with shock impedance measurements of 103 ohms. This product remains implanted and in service. No additional adverse patient effects were reported.